Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a low glucose event after reporting they had been entering smaller-than-usual meal announcements, which increased the ilet¿s usual bolus amounts. The user contacted support and was guided through a factory reset, after which no further assistance was needed. Symptoms included hypoglycemia. Outcomes included the use of oral glucose for treatment and no hospitalization. Investigation included a review of use patterns via questionnaire and guided troubleshooting. Investigation of this case revealed no device malfunction and user behavior likely contributing to the event. It was concluded that the event was consistent with hypoglycemia of unclear cause with user factors contributing and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.